Event description:
It was reported that when using the bd pyxis medstation system unexpectedly stopped responding during the login process, preventing users from accessing medication for a patient. This incident resulted in delays in patients getting their medication and there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station unexpectedly stopped responding. A technical support specialist checked and rebooted the station to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.